Event description:
New information received notes that the patient was stable during and after procedure.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's implantable cardioverter defibrillator (ICD) was not able to be interrogated. No intervention was done. The patient was stable.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced.